Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; therefore, a failure analysis of the device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and the complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The investigation concluded that a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures, and was likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for treatment. It was reported that on (B)(6) 2014, the procedure was to treat functional mitral regurgitation (mr). The clip was deployed and the procedure was completed with no reported device or procedure issues. On (B)(6) 2015, during routine echocardiogram, mr grade of 3-4 and a single leaflet device attachment (slda) were noted. Reportedly, the slda could be from progression (ventricle and annulus dilatation), not device related. On (B)(6) 2015, a second procedure was performed to deploy an additional clip, which stabilized the deployed clip and reduced mr to grade 1-2. There was no additional information provided.